Event description:
Been there done that in (B)(6) 2010. This procedure needs to be banned. The manufacturer should be held responsible for the problems they cause. Patients were made to believe that unless it slips you can wear it the rest of your life. Hogwash!